Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube and a complete separation at 72.7cm distal from the strain relief. The distal half of the separated device was not returned and therefore could not be analyzed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick 2 balloon catheter was selected for use. However, it was noted that the front part was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick 2 balloon catheter was selected for use. However, it was noted that the front part was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.